Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that patient is the in hospital due to the pd catheter (not a fresenius product) not working. During follow-up, it was noted the patient was admitted on (B)(6) 2025 and found to have suspected peritonitis. Cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s pdrn. The patient¿s mother had contacted the pd clinic on (B)(6) 2025 to report the patient had gastrointestinal (gi) symptoms with nausea and vomiting. The mother called back again to report that the pd catheter was not working and that she was taking the patient to the emergency room (ER). The patient was seen in the ER where pd cultures were obtained. The patient was admitted to the hospital and subsequently diagnosed with peritonitis. The cultures resulted positive for elizabethkingia meningoseptica. No documentation was found related to the patient¿s antibiotic therapy, but it was noted that the patient was responding. The patient¿s pd catheter still was not working. The pd catheter was removed (date unknown) and the patient was transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis event is unknown, however; the pdrn noted this organism is found in contaminated water sources. The patient did not report any cassette leak or other issue with any fresenius product or any breach in technique. No further information pertaining to the peritonitis event was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis event was confirmed, the culture results of elizabethkingia meningoseptica suggests a contamination event as this organism is widely found in soil, plants and water, including adequately chlorinated municipal water supplies, but is not part of normal human microflora. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that patient is the in hospital due to the pd catheter (not a fresenius product) not working. During follow-up, it was noted the patient was admitted on (B)(6) 2025 and found to have suspected peritonitis. Cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s pdrn. The patient¿s mother had contacted the pd clinic on (B)(6) 2025 to report the patient had gastrointestinal (gi) symptoms with nausea and vomiting. The mother called back again to report that the pd catheter was not working and that she was taking the patient to the emergency room (ER). The patient was seen in the ER where pd cultures were obtained. The patient was admitted to the hospital and subsequently diagnosed with peritonitis. The cultures resulted positive for elizabethkingia meningoseptica. No documentation was found related to the patient¿s antibiotic therapy, but it was noted that the patient was responding. The patient¿s pd catheter still was not working. The pd catheter was removed (date unknown) and the patient was transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis event is unknown, however; the pdrn noted this organism is found in contaminated water sources. The patient did not report any cassette leak or other issue with any fresenius product or any breach in technique. No further information pertaining to the peritonitis event was provided.